Manufacturer narrative:
A ge representative evaluated the system and repaired the power connector. System operates as intended. (B) (4).

Event description:
The customer reported the system left monitor is not displaying any images and system is not producing x-rays. No patient injury was reported.